Event description:
Missing lower part of sheath remained in the pt. Missing part had to be retrieved surgically. Additional information provided by the sales rep indicated the sample is being retained by the facility and will not be returned for evaluation.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated. A photo of the used sample was returned along with two unused representative kit samples from the reported lot. The photo depicted a used hemostasis valve with the catheter sheath disconnected from the hemostasis valve body assembly. The two returned unused samples were physically tested for leakage and were found acceptable per specification. The samples were subjected to a pull test and the insert molded joint exceeded the minimum joint separation design specification and passed the joint integrity test. A distinct evaluation could not be discerned as to the cause of the separation from the photograph provided and the exact nature of this incident could not be determined. There are no other reports of this nature reported against the part. Without the actual sample a thorough evaluation could not be performed. No specific conclusions can be drawn.